Event description:
Clinic notes were received indicating that the vns patient¿s seizure on (B)(6) 2015 lasted approximately 10 minutes in duration. The magnet was unsuccessful in aborting the seizure despite five magnet mode activations. X-rays were taken and were reported by the physician to be unremarkable. The patient¿s device showed fluctuating lead impedance values during the office visit on (B)(6) 2015. The lead impedance was approximately 2500 ohms, but subsequent diagnostic tests showed lead impedance as 6000 ohms. Follow-up revealed that the patient underwent exploratory surgery on (B)(6) 2015. During the procedure, the patient¿s lead pin was found to be disconnected from the generator. The lead pin was reinserted into the generator connector block and the high impedance condition resolved.

Event description:
It was reported that the recently implanted vns patient experienced a seizure on (B)(6) 2015 that lasted longer in duration than usual. The patient's device was tested during an office visit on (B)(6) 2015 and diagnostic results revealed high impedance (impedance value >= 10,000 ohms). The patient's device was subsequently disabled. The implant card indicated that lead impedance was within normal limits (impedance value ¿ 1589 ohms) when the device was implant. Follow-up revealed that two additional system diagnostic tests were later performed which showed lead impedance within normal limits (impedance value ¿ 3589 and 3810 ohms). X-rays were provided to the manufacturer for review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin does not appear to be fully inserted into the generator connector block. Part of the lead was behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. No known surgical interventions have occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. X-rays reviewed by manufacturer revealed incomplete lead pin insertion. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.